Event description:
It was reported that the lead was capped due to increased shock impedance and artifacts on the farfield channel. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 14, 2024 and august 09, 2024 recorded the shock impedance around 85 ohms with one decrease to <25 ohms around may 2024 and increase to >150 ohms since beginning of august 2024. The analysis of the provided iegm episodes no. 112, 115, 116 and 117 from july and august 2024 revealed artifacts on the ff channel as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.